Event description:
During a video laparoscopic radical prostectomy procedure, after 2 hours of use, the device presented problems in trying to coagulating. That is it stopped coagulating. No further information was provided. No consequences to the patient.